Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that when the device jaw was locked, the device activated even without pushing the activation button or footpedal. There was no pt injury. This occurred with another device within the same surgery. This device can be found on MFR report# 1717344-2010-00949.